Event description:
Failed titanium dental implants along with unnecessary and extreme dentistry. Mercury poisoning symptoms and restore everything in my mouth. At 2-3 yrs for treatment and over (B)(6). Mercury poisoning symptoms started with blurred vision, basically bed ridden for 2 yrs, constant chronic fatigue, monthly dental issues, antibiotics for the past 8 months, pancreatic lesion, kidney lesion, and kidney cysts, cysts all over reproductive organs. Mononucleosis, constant urinary tract infections, gastric constipation issues, burning in head, neck, mouth, throat, basically, my life changed 3 yrs ago and I am forced to deal with this on a daily basis, because no one will listen! Why is it so hard to be diagnosed with this? I had all of the classic symptoms during the 23 appointments and a yr of treatment with this dentist who should have his license taken away and then find out everyone condones dds performing bone surgery without any additional education required? It is nonsensical! Oh and I am 100% disabled being diagnosed with congestive heart failure in 2004 and I went to great lengths to improve my heart from 13% to 65%. One greedy dentist and I am slowly watching my health decline and it seems to be ok with the dental board, especially since he was the head of the (B)(6). Someone needs to create laws protecting the consumer and not the professional. Dr. (B)(6). From (B)(6) 2008 to (B)(6) 2009 - titanium, amalagam, and god knows what else.